Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On 1 may 2019, it was reported from (B)(6) center that a dermatome was running sluggish and could not make a sharp cut. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on 10 may 2019 noted that the control bar was below its normal setting, but the device was noted to be within calibration and motor speed specifications. Repair of the device occurred the same day and involved resetting the control bar to it proper position and replacing the vespel and semi-circle bearings. The technician then tested and verified that the dermatome was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 1 may 2019. While the service technician found that the control bar was out of position, which would cause the device to not align the blade properly and therefore not allow the device to make a proper cut, it cannot be determined from the information provided as to what caused the control bar to fall out of position. In addition, the service technician was unable to find an issue that would result in the device running sluggishly. Therefore, based on the information provided, a specific root cause for the cutting and sluggish running issues cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Event description:
It was reported that the device was sluggish, and did not have a sharp cut to it. It was not cutting skin cleanly. There was no harm, no delay reported. The event occurred during surgery.

Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was not cutting skin cleanly. There was no harm, no delay reported. No adverse events were reported as a result of this malfunction.